Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks due to t-wave oversensing on the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments. The proximal conductor was fractured. The distal conductor was distorted. The defibrillator conductor was distorted, had blood/body fluid (not obstructed), and had a fracture (overstress). All conductors had blood/body fluid (not obstructed). The outer tubing overlay had cosmetic environmental stress cracking and a breached cut. The outer insulation was torn and had a cosmetic depression. There was blood in/on the helix/lobe mechanism. The lead was stretched. Per visual analysis, it cannot be determined at this time how the blood entered the right ventricular (rv) and superior vena cava (svc) legs. There was an exposed svc defibrillator coil fracture (overstress) at 36.5 centimeters and the interior cable was fractured (overstress) at 36.3 centimeters.